Event description:
The customer reported that the device failed to power up using battery power. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up using battery power. No pt involvement was reported. The device was evaluated at philips. The symptom was verified. The battery pca was replaced to resolve the issue.